Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. Per hcp, this was the pt's first exposure to the psn membrane. Approx two hours into treatment, the pt experienced shortness of breath and reported "feeling funny" since the beginning of treatment. The pt was administered oxygen (route and dose unknown) for the last hour of treatment on the psn dialyzer. Blood was returned to the pt with no reported blood loss. Per hcp, the pt has recovered from this event and has been subsequently dialyzed with an asahi dialyzer.